Event description:
Event description cpi received information that during interrogation of this implantable cardioverter defibrillator, and inappropriately high lead impedance and non capture at 10v was noted. The physician performed an invasive procedure and found a loose setscrew. The physician tightened the setscrew and the ICD remains implanted.